Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v569218, implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an elective system replacement and a lead fractured in the sacrum upon removal. It was noted that upon opening the pocket there was an abandoned lead and the one attached to the old battery. Upon removal one of the leads fractured and was abandoned in the sacrum. No patient symptoms were reported. It was noted the issue was resolved at the time of the report.